Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. High purge pressure: the cause of the high purge pressure was due to biomaterial buildup based on returned data log analysis.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the purge flow was 2.3 and purge pressure was in the 900¿s. Tissue plasminogen activator was initiated. There was no patient harm.

Manufacturer narrative:
The device explant date was provided therefore d6b was updated.